Manufacturer narrative:
Other relevant device(s) are: product ID: vamf3636c200tu, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4) ; product ID: vamf3838c100tu, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an 80mm thoracic aortic aneurysm. It was reported that the patient presented emergently approximately 4 years post index procedure. A type iii endoleak was discovered on a CT scan. The patient was visiting from michigan, where the original stent graft had been implanted, when he started experiencing the back pain. The physician did a brachial and femoral artery exposure and a vamf3838c200te was implanted inside of the existing grafts to cover the type iii endoleak. The grafts were repaired. No further clinical sequelae were reported and the patient is fine.